Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was performed to treated a 99% stenosed lesion in the mid left anterior descending artery with moderate calcination. The 2.0 x 12 mm tenku balloon catheter was advanced to the lesion without issue; however, during the first inflation to 12 atmospheres, a leak of contrast was noted. A balloon rupture was suspected; therefore, the tenku was replaced with a non-abbott balloon catheter. The procedure was successfully completed after an unspecified stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.